Manufacturer narrative:
A supplemental MDR will be submitted upon closure of the case/investigation.

Event description:
Customer reported a malfunction involving a cryogen canister; the cryogen "blew out from the side of the can." Per follow-up with customer, customer reported that the event occurred during treatment, when inserting new cryogen canister into the laser. There was no patient impact and there was no impact to the practitioner. The canister burst open where the o-ring is at the neck of the canister pushing the o-ring out the side. The cryogen dissipated, "coming out all over." The cannister was discarded by the customer at the time of the event.